Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set fell off from the patient's body. The patient experienced elevated blood glucose levels. The patient's blood glucose result was "hi" mg/dl on his aviva combo meter. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient had symptoms of nausea, dehydration, and body aches. The patient went to the hospital and he received a blood glucose result of 608 mg/dl on the hospital meter around 45 minutes after the "hi" mg/dl result. The patient was treated with an IV of saline fluids, insulin, and another unknown fluid. The patient was hospitalized for 24 hours. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.